Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The event report alleges the product was not used in a surgical procedure. The six patches were received with the foil pouches opened by the account. Four of the patches were received intact and without any damage. Two of the patches were received cracked and crumbling. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a definitive root cause or establish a relationship between the device and the reported incident. A possible root cause is improper storage of the product but there is no reliable way to determine when the product was improperly stored. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior use, the device broken. There was no patient involved in this event.